Event description:
A health professional reported that after injection with juvederm ultra with lidocaine and juvederm refine, the pt presented with an "appearance of an inflammatory process more difficult than usual for anti-inflammatory treatment with steroids." Further information about this event has been requested but has not been received at this time. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B)(4).